Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pedicle screw pilot hole(s) has/have been prepared in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the position of the pedicle screw not placed as intended with aid of navigation was corrected at the very same surgery. The final outcome of this surgery was successful as intended, with screw placements correct at the end of the surgery. There was no actual harm nor negative effect to the patient due to the deviating placement, despite a direct (or increased) risk to harm a critical structure due to the deviating placement. No further remedial actions for the patient were reported that would have been done, necessary or planned, nor was prolongation of hospitalization reported according to the results of the brainlab technical investigation and the (limited) information provided by the hospital for this specific procedure, it can be concluded that the root cause for the reported deviation of the screws as seen based on the provided image data (right l3, left t11, and left t3) to have deviated from their intended position(s) is a combination of the following factors: a movement of the patient reference array due to an insufficiently rigid fixation (i.e. Reference on l3 from the 1st registration scan used to place the screws for right l3 and left t11 and reference on t6 from the 2nd registration scan used to place the screw at left t11) and/or inadvertent forces applied (e.g. Use of the awl and probe and the push/pull forces applied on the surrounding skin/tissue) after patient registration was performed. Several reference array movements were detected by the software which also indicates its occurrence during the surgery. Movement of the reference array disrupts the coordinate system established during patient registration and causes a deviation between the registered preoperative image on which navigated instruments are tracked and the actual patient anatomy. Specifically for left t11 and left t3: a relative movement of the anatomy between the vertebrae operating on and where the reference was placed (l3 and t6). Operating on a different vertebra than the reference array is fixated to or operating over multiple vertebrae without repositioning the reference array and reregistering the patient, especially over a spine instability and acknowledged complex anatomy - such as scoliosis in this patient, and while using instruments that require high forces (e.g. Awl and probe) - can cause anatomical movements between vertebrae that cannot be recognized or compensated by the navigation software, thus resulting in navigation inaccuracies. Apparently, the resulting deviation of the registered patient image in the navigation display from the actual patient anatomy was not recognized by the surgeon with the appropriate and necessary accuracy verification during screw preparation and placement of the affected screws. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery (on (B)(6) 2021) on the spine for placement of screws for correction of scoliosis was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5.1. During the procedure the surgeon: with the patient in prone position, attached the navigation reference clamp and array at l3. Acquired an intra-operative CT scan with automatic image registration of the current patient anatomy to the navigation, verified the registration and accepted the accuracy to proceed. For 13 pedicle screws at levels t7-l4: prepared pilot holes using aid of navigation (navigated brainlab pointer, navigated brainlab awl, navigated non-brainlab probe), verified pilot holes using the navigated brainlab pointer, and placed screws without aid of navigation (using a non-brainlab screwdriver). Attached the navigation reference clamp and array at t6. Acquired another intraoperative CT scan with automatic image registration of the current patient anatomy to the navigation, verified the registration and accepted the accuracy to proceed. For 6 pedicle screws at levels t2-t6: prepared pilot holes and placed screws using the same workflow as above. Acquired verification scans and detected that one screw was not placed as intended and revised the screw (it was not reported which screw was revised and whether with/without aid of navigation)(analysis of image data indicate that 3 screws (right l3, left t11, left t3) may not have been optimally placed and two of them were removed (left t11, left t3)). According to the hospital/surgeon: the position of the pedicle screw not placed as intended with aid of navigation was corrected at the very same surgery. The final outcome of this surgery was successful as intended, with screw placements correct at the end of the surgery. There was no actual harm nor negative effect to the patient due to the deviating placement, despite a direct (or increased) risk to harm a critical structure due to the deviating placement. No further remedial actions for the patient were reported that would have been done, necessary or planned, nor was prolongation of hospitalization reported